Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of infection, osteolysis noted.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to review the device history records and search the complaint database were not provided. The investigation could not draw any conclusions about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.